Manufacturer narrative:
Additional info has been requested. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.

Event description:
Received medwatch (B)(4): during a nailing procedure, the surgeon noted the helical blade did not go thorough the inserted 10 mm 130 degree ti cann troch nail: the blade did not line up with the nail. Surgeon removed the blade and the nail and completed the procedure with a dhs plate and screws. Also in the procedure, the helical blade coupling screw head broke and all the pieces were retrieved. This is two of two reports for this event.